Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer complaint was investigated. The time of event however is unclear, and customer did not want to provide any further information. Investigation found that customer was indeed receiving alerts regarding her hyperglycemic episodes, and a further review of the system's overall performance shows that it is working very well. The system performed as intended.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event. Patient refused to provide any details or information regarding the incident. Hight glucose alert threshold was set at 160 mg/dl. Patient reported that she couldn't feel the vibrations from transmitter.